Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the blank popup and freeze were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. This is due to a known software anomaly which will be addressed through our continuous improvement process.

Event description:
Blank screen displayed, when movement in progress screen should have been displayed, company representative unable to get software to respond, required company representative to hit emergency stop button to restart software and reconnect to controller. Delay of 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Blank screen displayed, when movement in progress screen should have been displayed, company representative unable to get software to respond, required company representative to hit emergency stop button to restart software and reconnect to controller. Delay of 5 minutes.